Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of electromagnetic interference (emi) that led to pacing inhibition. There was asystole noted due to the pacing inhibition. Technical services (ts) recommended programming changes for the device. This device remains in service. No additional adverse patient effects were reported.